Manufacturer narrative:
Additional review determined this event is no longer rises to the level of life-threatening. Additional review determined (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of hallucinations with a feeling of persecution and restless nights. The patient was administered medication, and the hallucinations were reported as resolved on (B)(6) 2017. The hallucinations were stated to be possibly related to the device and therapy, and also noted to be due to disease progression. It was then reported that the patient had a fall on (B)(6) 2017 and since the fall they have had a depressed mood. The patient has anxiety and suicidal ideations. The suicidal ideations and depression were stated to be unlikely related to the device/therapy and not related to the implant procedure. The patient had a psychiatric follow up on (B)(6) 2018. The depression and ideations are ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient has had no improvement as of (B)(6) 2019. They still have a depressed mood with suicidal ideation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient had additional medication introduced which resolved the event without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.